Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician advanced the cat6 to the target location within an indigo system aspiration catheter 8 (cat8) and over a guidewire. It was reported that there was a large amount of thrombus, and the vessel was narrow in the mid-segment. After making multiple passes with the cat6, the physician removed both the cat8 and the cat6 to use a balloon catheter. The physician then was going to re-insert the cat6; however, it was noted that the tip was pinched and misshaped. The cat6 was not reused and the procedure was completed using a new cat6. There was no report of an adverse effect to the patient.